Event description:
It was reported that the implant site was sensitive, extremely itchy, and tender since having the implantable neurostimulator (ins) implanted. It was noted that the patient¿s healthcare provider (hcp) had said that the event could be related to the adhesive tape that may have been used. It was noted that this was the patient¿s 10th device, and the patient had never had any issues. Additional information received reported that there were no product issues. It was stated that the device was explanted due to a ¿late infection at the pocket site.¿ it was noted that no cultures had been taken. It was further noted that the infection had onset ¿5-6 days ago.¿ it was stated that there was pain and redness at the device pocket and the extension location. Additional information received reported that the patient¿s ins and extension were explanted on the night of (B)(6) 2014. It was stated that the patient would be undergoing antibiotic therapy for approximately 6 weeks and would then be re-implanted with a new extension and ins.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# b)(4), product type: programmer, patient. Product ID: 7495-51, serial# b)(4), implanted: b)(6) 1996, product type: extension. Product ID: 74001, lot# n231657, implanted: b)(6) 2012, product type: adapter. Product ID: 3888-28, lot# l40907, implanted: b)(6) 1996, product type: lead. Product ID: 3550-29, lot# n350850, implanted: b)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received reported that the infection was limited to the pocket area.